Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2:reference MFR. Report# 3006705815-2018-00715. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient has been receiving inadequate therapy due to high impedance being present on their lead. Reprogramming was unable to consistently provide sufficient therapy. As a result, the patient underwent surgical intervention to remove and replace the lead with a different model. Effective therapy was restored post-op.

Event description:
Device 2 of 3. Reference MFR. Report# 3006705815-2018-00715, 1627487-2018-04195: follow up information identified that during lead revision procedure, it was found that the lead was pulled out of the ipg header. The surgeon loosened the set screw put the lead back into the header and tightened it down. All leads read valid and the patient has effective therapy post-op.